Event description:
It was reported that an error message was observed on the programmer showing on going noise reversion message. Patient was asymptomatic during the event. Programming changes were made which resolved the issue and normal values were obtained. Patient was stable and will continue to be followed in scheduled visits and remotely via merlin.net transmission.